Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the distal end of the device appeared normal and the exchange sheath was fully slit. The clip was not returned and there were evidence of tine marks on the carrier tube. During clip deployment the vessel locator wings are designed to automatically collapse so as not to interfere with the clip deployment. However, during the inspection of the device, the vessel locator wings were found bent. The bent locator wings indicate that distal forces were applied to the wings during thumb advancement preventing them from collapsing proximally into the tubeset. Tissue compressed between the distal end of the tubes and behind the open vessel locator wings during thumb advancement is the most probable cause for the bent locator wings. Though it was not reported, this will subsequently contribute to difficult device removal. The report states that the device was deployed in a mildly calcified common femoral artery after an interventional procedure. Per instructions for use (IFU) for starclose se under precautions, it states, "do not deploy the clip in areas of calcified plaque." Therefore, the root cause for this incident is due to user error for not following the IFU. A review of the finished product lot history record (lhr) did not reveal any nonconforming material records (ncmrs) associated with this lot. In addition, a query of the complaint-handling database was performed and there were no similar complaints within this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional, relevant information.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a mildly calcified common femoral artery after an interventional procedure. Reportedly, the clip did not fire and was found stuck on the delivery tube. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.